Event description:
It was reported that, during npwt, the renasys tch device&power sply was not able to achieved a seal. The dressings and canisters were change three times but it did not solved the issue. The treatment was completed with a competitor device. The patient was not harmed.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.